Manufacturer narrative:
(B)(4). The event occurred on an unknown date at the end of (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event for five days. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was not yet recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.